Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who received unknown morphine (2.5mg/ml, 20. 5mg/day), sirocaiini (3.9mg/ml, 32mg/day), ketamine (1.3mg/ml, 10.6mg/day), and clonidine (7.5mcg/ml, 61.6mcg/day) in an implantable pump for unknown indication for use. The patient had a history of cancer (palliative therapy). Pre-implant, the package seal was opened and after pump interrogation, it was noticed that the pump was updated to minimum rate mode on (B)(6) 2016 and elective replacement indicator (eri) was 74 months. The issue occurred while inside the package. The pump was untouched and the sterile package was in order. The sterile package was examined by the operating room nurse; was clean and closed. The pump was inside the package as always. It was first thought that someone had opened the package at the hospital, but when the programmed date was noted it was thought that someone from the manufacturer made some kind of evaluation of the pump. Since the patient needed the pump before they died (cancer) and was in awful pain. There were no other pumps available, so the pump was implanted. The patient was in awful pain implantation was noted to be successful. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. No complications were reported/anticipated.